Event description:
The customer stated a falsely elevated result was generated on the architect stat troponin-I assay. On (B)(6) 2012, a patient generated a result of 352 ng/l (cut-off 32 ng/l) and was questioned due to the high value. The same sample was frozen, thawed and retested yielding a result of 13.4 ng/l using a different reagent lot. A second draw from (B)(6) 2012 was also thawed and generated a result of 8.0 ng/l. An aliquot of the second draw was thawed and yielded a result of 0.6 ng/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No returns were received for investigation. Accuracy testing using serum based panels was completed using retained reagent kits of architect stat troponin-I, list # (B)(4), lot # 04032un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that reagent lot 04032un12 performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since retest of the original and new samples produced acceptable results on a new reagent lot. The customer did not perform troubleshooting with reagent lot 04032un12. Labeling was reviewed and found to be adequate. No additional issues were identified.